Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient continuing to dislocate. The surgeon decided to use the 44mm neutral glenoid head to alleviate the problem. There was no problem with the integrity of the previously utilized 36mm neutral glenoid head.